Event description:
It is reported that the impactor broke when impacted. All of the pieces were not accounted for so an x-ray was performed in the operation room to confirm no parts were in the pt's wound. A second x-ray was performed post operatively and no evidence of a foreign object was detected.

Manufacturer narrative:
This report will be amended when our investigation is complete.